Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9294872, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-21, medical device lot #: 9172781, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-21. Investigation summary: four photos were received and evaluated. The photos showed a single loose 1ml ll syringe. The syringe had a medication sticker, a customer¿s white tip cap attached, and was observed to be filled with 0.13 ml of clear medication. The scale marking between zero line and 0.12 ml were observed to have been partially removed. Each scale marking item had a clear outline of where it was originally printed. This product is sold as bulk non-sterile. The sample in the photo had been processed and manipulated after leaving the manufacturing plant. The presence of the outline on the markings indicates the print was removed after it had cured on the barrel when originally applied at the manufacturing plant. The defect, therefore, could not be confirmed to have originated at the manufacturing plant. Since the defect could not be confirmed to have originated at the manufacturing plant, corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe scale markings were difficult to see. Lots 9294872 and 9172781 were reported, but it is unknown which lot the malfunction occurred in. The following information was provided by the initial reporter, translated from (B)(6) to english: "the scale marking is difficult to see."